Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 06/23/2025, a sales representative reported via email that (qty. 2) of an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm broke partway through insertion during femoral fixation, despite the use of standard insertion technique. In response, the surgeon reamed a slightly larger tunnel, and a third ar-4020c-07 screw was successfully implanted. This was discovered during an mpfl procedure on (B)(6) 2025. Additional information has been requested on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.